Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 375cc gel breast prosthesis, catalog #3507375bc, lot #2289295, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was confirmed through an exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 320cc gel breast prostheses on (B)(6) 2018. The explanted devices were discarded after surgery.

Manufacturer narrative:
On 02/13/2019, a manufacturing record evaluation (mre) of lot number 258542 was performed and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).